Event description:
The hosp was storing simplex in a freezer, and a monomer vial broke. The monomer contaminated other packages of bone cement which were stored in the freezer. This event did not occur during a surgical procedure; therefore, there was no adverse effect to any pt.